Manufacturer narrative:
UDI# (B)(4). The previous repair report for zimmer skin graft mesher, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated zimmer skin graft mesher, serial number (B)(6), one time. The previous repair was for a tissue tear on 02 nov 2018 in which the comb, roller, and gear were replaced. The previous repair was associated with the current repair which was for an improper mesh in which the roller and comb were replaced. Thus, the current repair is similar in nature to the previous repair. On 29 mar 2019, it was reported from loyola univ medical ctr that a zimmer skin graft mesher was not properly meshing. The customer returned a zimmer skin graft mesher device, serial number (B)(6) for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(6), a 1.5:1 ratio cutter, serial number (B)(6), a 2:1 ratio cutter, serial number (B)(6), and a 3:1 ratio cutter, serial number (B)(6), and a ratchet for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on 08 apr 2019 revealed that the roller and comb were damaged. The calibration was in specification and the test cut was acceptable. The device came in with four cutters. The 1:1 ratio cutter, serial number (B)(6), 1.5:1 ratio cutter, serial number 1512559, and the 2:1 ratio cutter, serial number (B)(6), were all noted to be damaged and not acceptable to use. The 3:1 ratio cutter, serial number (B)(6), passed inspection. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on 08 apr 2019 which included replacement of the roller and comb. Zimmer skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number 300165949 dated 29 mar 2019. The reported event cannot be confirmed because the device was in calibration and produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device was in calibration and produced a passing test cut upon product evaluation. It was found that three of the four cutters returned were damaged which may have contributed to the reported event but it is unknown with the information provided. A skin graft mesher cutter memo was sent to the customer notifying them of the damaged cutters and recommending them to no longer use those cutters and purchase replacements (see page 3 of current repair reports for serial numbers (B)(6). The device was noted to be functioning as intended after the roller and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was not properly meshing and was in repair bin. There was no harm, no delay reported. No adverse events were reported as a result of this malfunction.